Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" and ketones identified as life threatening by a healthcare provider; specific value of bg not provided. Cause of bg was unknown. Customer required assistance from husband to administer a manual injection and change pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.